Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report was during a stone extraction in the bile duct, the physician used a cook memory ii double lumen extraction basket. It was reported that the basket (mb-35-2x4-8) was opened to remove the stones in the bile duct, but it did not work. We interpreted this event to be unable to retract the basket. The facility responded to cook's request for additional information stating that the customer operated the handle to open the basket, but it didn't come out of the sheath. This changes the event to unable to advance or retract the basket which has not historically caused or contributed to a serious injury or death. Based on further quality and medical evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h10 for more details.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "confirm desired position of the basket sheath relative to the target. Advance the basket out of sheath by pushing forward on the handle. Caution: pulling on the sheath while advancing or retracting the basket may damage the device, rendering it inoperable." The instructions for use also indicates: "advance the device through the channel, in short increments, until the basket sheath exits the endoscope." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone extraction in the bile duct, the physician used a cook memory ii double lumen extraction basket. It was reported that the basket (mb-35-2x4-8) was opened to remove the stones in the bile duct, but it did not work [being interpreted as unable to retract]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.